Event description:
The patient¿s mother reported their blood glucose (bg) level rose to 408 mg/dl while wearing the pod on the arm for between 4 and 24 hours. It was reported that the patient¿s bg levels increased and they experienced redness, itchiness and swelling at the pod site. The patient¿s mother also stated that after the pod was removed, they could smell insulin. On (B)(6) 2026, the patient was taken to the hospital to seek medical attention. The mother reported the patient was hospitalized for approximately 8 hours, they were admitted to the hospital on (B)(6) 2026, at 6:00 p.m. The patient was diagnosed with high bg levels. The medical team checked their urine and performed a blood test to ensure they were not developing diabetic ketoacidosis. The results were normal. The medical staff then administered insulin to help bring their bg level down. The patient was discharged around 2:00 a.m. On (B)(6) 2026. Since returning home their bg has been around 200 mg/dl. The patient has been stable and doing well since then.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.